Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; proposed second level coding - protrusion to capture incidents of a device being visible under the skin. H3: device evaluated by MFR? Code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient's leads were protruding from her neck. The patient does not have a record of trauma or recent major convulsive seizures. Per the physician, the x-rays and CT of the patient's chest & neck showed the expected position of the lead, with similar appearances of the lead in the neck from imaging taken last year. Additionally, a gastroscopy did not find any esophageal structural abnormality. Additional information was received indicating that the patient received surgery to re-position their generator and suture it in place to reduce tension on the leads. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Additional information was received that the surgical intervention to reposition the generator to reduce tension on the lead was performed for patient comfort only. No other relevant information has been received to date.